Event description:
It was reported that during an unspecified surgical procedure it was discovered that there was an "obstruction in the middle" of the attachment device. The reporter clarified that the "drill bit could not go through the attachment" and that the attachment device "would not work". There were no delays to the planned surgical procedure. It was unknown if there was a spare device available for use. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.